Event description:
Limited information was reported through a legal event that a patient was implanted with strattice device lot sp100276-199 on (B)(6) 2016. The patient was treated for ¿pain¿, ¿recurrence¿, ¿adhesions¿, ¿infection¿ and underwent an "abdominal wall debridement, abdominal wall mesh explantation, ventral incisional hernia repair (reducible), negative pressure wound therapy (large), and wound closure secondary abdomen¿ on (B)(6) 2019.

Manufacturer narrative:
Clarification to h.6. Health effect - clinical code: e1720. This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot sp100276-199 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.